Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Index procedure was prompted by silent ischemia. One resolute integrity drug eluting stent was implanted in the distal lad during the index procedure, approximately 26 months post index procedure, the patient suffered a stroke. The patient was treated with medication. The investigator reported that the event was not related to the study device . The patient was discharged in remission with sequelae.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.